Manufacturer narrative:
Batch review performed on 24 april 2025. Lot 2412079: (B)(4) items manufactured and released on 28/05/2024. Expiration date: 13/05/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 4 and half months after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.